Manufacturer narrative:
Pump received with no up button response. Unable to verify stuck button alarm, perform the displacement test and self test and unable to download on thump due to no button response. The sc1 cap locks properly into the reservoir compartment. The keypad overlay was removed to perform visual inspection and found flattened up button dome switch (creased). Pump was cut open to perform visual inspection and found no physical or moisture damage electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case. Customer alleged confirmed for keypad anomaly due to flattened up button keypad dome switch (creased). Unable to verify stuck button alarm and unable to download on thump due to no button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received button stuck alert and the display did not work. The customer couldn't clear the alarm. Troubleshooting was performed and the customer was unable to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.